Event description:
It was reported by the customer that a pyxis medstation es system was out of stock during an endoscopy. The station's database stopped updating which prevented the device from being restocked and causing a delay in obtaining fentanyl and midazolam. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station did not purge the data that had been purged at server level, the station being off the network for an extended time, data sent from server not being download and purge issues with the station are a few causes for this issue. A full device synchronization was recommended to avoid triggering retry mode. Customer requested for the complaint to be kept open for an additional week to confirm issue has been resolved.

Manufacturer narrative:
Corrected primary unique device identifier number.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-nov-2021 to 03-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device displayed "device upload stopped" on our health site viewer during an endoscopy. A technical support specialist performed full data sync without database drop and verified that the issue had been resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system was out of stock during an endoscopy. The station's database stopped updating which prevented the device from being restocked and causing a delay in obtaining fentanyl and midazolam. There were no adverse events or injuries reported based on this event.